Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.

Event description:
The customer called reporting an error 3 message was displayed on their meter screen. Through the course of troubleshooting, it was discovered that the uom was selectable in this locked meter. The meter was reading in mg/dl, which was correct. There was no report of death, serious injury or mistreatment.